Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 5/3/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30173921l number, and no non-conformances was found during the review. (B)(6). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with two thermocool® smart touch® sf bi-directional navigation catheters and suffered cerebrovascular accident (cva) requiring surgical intervention. During the procedure, the operator reported char formation on the tip. The char was wiped off with gauze and when re-inserted into the cardiac cavity noise was generated on the tip of the catheter (lot #30173921l). The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one (lot #:30165921). The procedure was completed with no immediate patient consequences. The char was assessed as not MDR-reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The noise issue was also assessed as not MDR-reportable. The patient's heart rhythm was still visible to the operator. The risk to the patient was low. On 04/16/19 the customer provided additional information that the patient¿s condition deteriorated, and right internal carotid artery thromboembolism was confirmed by CT. Thrombus was partially retrieved, but some embolized to the brain. The retrieved part looked like char. The patient exhibited neurological symptoms including partial bilateral paralysis and aphasia. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. This event was originally considered non-reportable; however, biosense webster, inc. Became aware of the patient event on 4/16/2019 and have assessed this patient event as reportable. Therefore, the awareness date is 4/16/2019. There¿s no information that a product malfunction occurred with the thermocool® smart touch® sf bi-directional navigation catheter (lot # 30165921); however, post-procedure, the patient suffered the cva requiring surgical intervention. Since two ablation catheters were used during the procedure, the adverse event will be reported under both products.

Manufacturer narrative:
Investigation summary: it was reported that a 59-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with two thermocool® smart touch® sf bi-directional navigation catheters. During the procedure, the operator reported char formation on the tip. The char was wiped off with gauze and when re-inserted into the cardiac cavity noise was generated on the tip of the catheter (lot #30173921l). The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one (lot #:30165921). The procedure was completed with no immediate patient consequences. On 04/16/19 the customer provided additional information that the patient¿s condition deteriorated, and right internal carotid artery thromboembolism was confirmed by CT. Thrombus was partially retrieved, but some embolized to the brain. The retrieved part looked like char. The patient exhibited neurological symptoms including partial bilateral paralysis and aphasia. There is no information about the hospitalization. The device was visually inspected and it was found in good conditions. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, a deflection test was performed and it was found within specifications. The catheter was deflecting correctly. After that, an electrical test was performed and the catheter failed. No electrical readings were observed on electrode # 2. A failure analysis was performed and the catheter was dissected on the tip area. The electrical wire was found broken causing the improper electrical signal. In addition, the thermocouple values were observed out of specification. Failure analysis was performed and it was found that there was an electrical intermittence on the tip area creating the temperature issue. Then, the irrigation test was performed and the catheter failed. Water leakage was observed at the handle area. Further investigation revealed that the irrigation tube was found broken. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding the noise issue was confirmed. The customer complaint regarding char and the adverse event cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. The temperature issue observed does not represent any patient safety impact since the device is unable to deliver radio frequency (rf) energy to ablate. The root cause of the electrical issue and the irrigation tube damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling/manipulation of the device, however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on the event on (B)(6) 2019. During the procedure, the operator reported char formation on the tip when the roofline was being created. No error messages were observed on any biosense webster, inc. Equipment. The generator was used in power control mode. Alteplase (tpa) was administered intravenously; however, there was no effect. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. This outcome for this event was assessed as ¿disability or permanent damage¿ provided additional concomitant product of smartablate generator. Therefore, populated. Is disability or permanent damage. Manufacturer¿s reference number: (B)(4).